Manufacturer narrative:
(B)(4). The replaced graphical user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis, and it was powered. During power up, it was detected that the gui diagnostic led's was scanning from the center out and back to the center, indicating that the gui cpu was in the download mode, and there was no operating system software loaded on this board. The latest software version was successfully loaded. The ventilator was tested again, and passed power on self-test (post) without errors being recorded in the diagnostic logs tests and calibration were performed without any errors or alarms being generated. The test ventilator was set into ventilation mode for 24 hours without error or alarms. The customer reported malfunction was not verified. Additionally, the returned exhalation flow sensor was received damaged.

Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and verified the alleged malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced and the backlight inverter (bli) pcb was updated. The unit passed all performed tests, calibrations, and performance verification tests.

Event description:
It was reported that the ventilator had a loss of communication. There is no reported patient involvement associated with this event.